Manufacturer narrative:
The initial MDR 2432235-2015-00290 was filed on june 15, 2015. Additional information (05/22/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse correctly positioned the sample probe and replaced a leaking seal on the 1 mm dilution aspiration pump. The cse performed wash 2, after which calibrations and quality controls were within range. The cause of the discordant, falsely low crp, uric acid and alp results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low c-reactive protein (crp) and uric acid results were obtained on patient samples in addition to the alkaline phosphatase (alp) results on the advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences or patient intervention due to the discordant, falsely low crp, uric acid and alp results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely low alkaline phosphatase results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely low alkaline phosphatase results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, and the values obtained were twice the initial values. The corrected results were reported to the physician(s). There are no reports of adverse health consequences or patient intervention due to the discordant, falsely low alkaline phosphatase results.